Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the small battery drive device was non-operational, not functioning and had no power. According to the report, once the battery device was plugged in, the device did not function. It was reported that there was no delay in the event as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.